Event description:
Customer reported that wake button on pump stopped functioning, preventing the device from being turned on or off. There was no reported impact to the customer¿s blood glucose level. Customer's device was scheduled for return, and a replacement pump was prepared. No information was provided regarding backup insulin therapy.